Event description:
The customer reports that three patient samples generated falsely decreased architect tsh assay results on an architect i2000sr analyzer: sid 954192: initial result of 1.62 miu/ml that retested at 3.80 miu/ml; sid 954450: initial result of 0.23 miu/ml that retested at 2.145 miu/ml; and, sid 955000: initial result of 0.51 miu/ml that retested at 0.176, 1.687, and 1.621 miu/ml. There is no indication if any suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
On (B)(6) 2014, the customer reported one additional patient sample that generated erratic/falsely decreased architect tsh assay results: on (B)(6) 2014, one patient sample generated an initial architect tsh assay result of 0.435 uiu/ml that retested at 0.929 uiu/ml. There is no impact to patient management reported.

Manufacturer narrative:
On 18 march 2014, the customer reported additional patient samples that generated erratic/falsely decreased architect tsh assay results: on (B)(6) 2014, sample (B)(6) generated tsh results of 0.68, 0.46, 0.82, and 0.85 uiu/ml. The result of 0.85 was generated from an edta plasma collection tube retrieved from the hematology department; on (B)(6) 2014, sample (B)(6) generated tsh results of 1.537, 2.14, 2.33 (auto-dilution), and 2.28 (auto-dilution) uiu/ml; on (B)(6) 2014, sample (B)(6) generated tsh results of 0.682, 1.301, 1.741, 2.800(auto-dilution), and 2.768 (auto-dilution) uiu/ml; on (B)(6) 2014, sample (B)(6) generated tsh results of 1.362, 1.659, 1.943, 2.078 (auto-dilution) and 2.063 (auto-dilution) uiu/ml. There were no reports of any adverse impact to patient management.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and reviewed the instrument logs and discovered that the reagent cooler of the architect i2000sr analyzer was not functioning as expected. Multiple occurrences of error code 7003 [temperature alarm from (channel number), reading (temperature in thousandths of degrees c)] were generated, the reagent cooler temperature was cycling between 8 degrees c to 18 degrees c, and the assay imprecision was deteriorating as the level of the on board reagent decreased. The reagent cooler (part number 7-76850-02) was replaced and is considered to be the most likely cause of the falsely decreased results. Also, the (optional) slope score feature (available on the liquid level sense board) was enabled to provide more stringent aspiration checks, which are expected to result in increased pressure monitor errors and rejection of samples with marginal integrity. Subsequent instrument operations and test results were acceptable. The architect system operations manual and the architect tsh package insert provide information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of the current product evaluation and the information from the customer site, it was determined that the architect i2000sr analyzer, list number 03m74-02, serial number (B)(4) is performing acceptably. A product malfunction was not identified.